Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was found on electronic stack. Isolate to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unable to retrieve software version due to display anomaly and corrupted history files. Unit was also received with: pillowing keypad overlay, scratched case, cracked case, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), and serial number label missing. In conclusion, customer's allegations of belt clip rail damage and display window crack were not confirmed when no belt clip damages or cracks to the display window were noted during visual inspection. However, customer's allegations with cracked case battery compartment were confirmed when battery tube threads - cracked and cracked case (battery tube) were noted during visual inspection. Additionally, unit remained on blank display after multiple battery installations and being monitored. Isolate to electronic assembly.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the battery compartment, belt clip and display window of the pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1712kl was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.